Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported via the manufacturer's representative (rep) that they experienced a loss of effective pain relief near the end of (B)(6) . Relevant medical history includes spinal pain. An x-ray was ordered at the patient's last visit. The rep. Met with the patient on (B)(6) for programming and for the physician to evaluate the x-ray. It was determined the leads had migrated from initial implant at t12-l1 to mid l1 and below. The cause of the lead migration was not determined. Reprogramming was performed but the patient's status or if the issue was resolved was unknown. Surgical intervention had not occurred yet and it was unknown if surgical intervention was planned.